Event description:
The patient also reported that her implantable neurostimulator (ins) was moved up and she didn¿t know why. She didn¿t feel stimulation and therapy was off. The patient turned therapy on and she was able connect and increase from 0.6 volts to 0.7 volts and the situation was resolved. The patient also had had MRI scans with her device, and the scans included body scans. Mris had been done of her abdomen, ribs, and head with her ins. The patient had multiple diagnoses including irritable bowel syndrome, lupus, and fibromyalgia, and having MRI scans was important. After discussing mris with a manufacturer representative, the patient became concerned that the previous mris may have caused damage to her leads as her replacement ins was not as effective as her previous ins, the doctor only replaced the ins and not the leads, and she had had a constant bladder infection since her ins was replaced.

Event description:
Additional information received from the patient indicated that the patient had a history of bladder infections prior to implantation of the ins. The patient was unsure what led to the bladder infection, and didn't know if it was related to their underlying urinary dysfunction. They thought the bladder infection occurred the last few months of 2015. It was further noted that they had to have bladder surgery around (B)(6) 2015.

Event description:
Additional information received from the patient reported they had notified their managing physician and everything was okay for now. There was no bladder infection. It was noted that the reported issues would never go away because they had a diseased bladder, but it was better for now. It was stated that the steps taken to resolve the reported issue were that they injected botox.

Event description:
A patient reported a loss or a change in therapy. The patient stated her first implant worked really well and her second implant has not worked at all and as a result she has had bladder infections. The patient noted a mesh was put on her bladder and they put it on the rectum. The patient stated they had "bladder surgery" in (B)(6) 2016. The patient said they had an MRI of her abdomen because she didn't know that she couldn't have them. The patient noted that the MRI was done on her new device, and she thinks that may be the reason the new implant is not working. The patient plans on following up with her healthcare professional (hcp) and would like a manufacturer representative to come and check her system. The patient noted that she may consider taking the device out so she can get an MRI. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.